Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Distal femoral metal bushing came loose while inserting a headed/threaded locking pin. It is missing as shown in the picture attached to the email correspondence.

Manufacturer narrative:
Examination of the returned device confirms that on of the pinning bushings is missing and has disassociated from the femoral jig. The other bushing is assembled in the correct orientation. The root cause is attributed to product design. CAPA-(B)(4) is currently underway to investigate this issue. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.